Manufacturer narrative:
Following receipt of the field correction of the device model and serial number for this complaint, the device history record was reviewed; this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction to device model and serial number.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, a 3.5 centimeter long section of the valved conduit was returned for analysis. Remnants of blue monofilament sutures remained attached to the outflow anastomosis. The edges of the device¿s inflow showed that the inflow orifice may have been trimmed off during explant. All leaflets were in the open position. All leaflets were slightly stiff but flexible. All leaflets were intact. All commissures were intact. A large remnant of glistening off-white pannus lined the outflow, showing a reduced outflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valved conduit or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Pannus overgrowth is accelerated or exacerbated in the patient population for this device, and is generally considered a patient-related condition.

Event description:
Medtronic received information that this pulmonary valved conduit was explanted after approximately six months due to stenosis at the inflow side. The conduit was replaced with another manufacturer's valve. It was reported that host tissue had grown from the device wall to the leaflet cusps. The host tissue was sent to the explanting facility¿s histopathology department for testing. The physician noted that heart failure symptoms were observed five months prior to explant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.